Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with a excision of bartholin cyst. It was reported that following insertion patient experienced infection and urinary problems. It was reported that the patient underwent a peregee graft placement on (B)(6) 2007. The patient underwent mesh removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to stress urinary incontinence, symptomatic rectocele, cystocele and enterocele, recurrent bartholin cyst. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that the patient died on (B)(6), 2018. No additional information was provided.